Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported upon removal of the plate, debris or corrosion was noted at the plate screw junctions.